Event description:
It was reported that the patient presented in the emergency room experiencing pain. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed noise which resulted in inappropriate shock. The noise was not reproduced. The ICD was reprogrammed. The patient was in stable condition and will further be monitored.